Event description:
Boston scientific received information that this pacemaker could not be interrogated. Attempts to interrogate the device using different programmers were unsuccessful. The device did not respond to magnet application and an EKG confirmed that the device was not emitting any pacing pulses. The device was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device had no output and no telemetry. Visual inspection was unremarkable. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.